Manufacturer narrative:
Investigation initiated manufacturer's investigation no sample returned review DHR. Analysis and findings distribution history the complaint product was purchased from epc 8/14/2019. Manufacturing record review DHR-2030 - 274522 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review. Incoming inspection for this product consists of a DHR review which, as noted above, was found not to exhibit any related non-conformities. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause as there was no product returned for evaluation, a definitive root cause cannot be reliably determined at this time. Corrective actions coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time; complaint will be monitored for trending. *was the complaint confirmed? No.

Event description:
Patient on 3/12 had reduction mammoplasty. First stapler was used. Second was opened. Where the second stapler was used, wound dehiscence occurred. Areas for stapler 1 vs stapler 2 were identified as different sites of use. Product was used by surgeon who is very familiar with product and has used many times. No technique differences occurred. Claimed device used in surgery and discarded prior to reported complication. Insorb 30 stapler 2030 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed. Reference: (B)(4).

Event description:
Incident detail: "patient on 3/12 had reduction mammoplasty. First stapler was used. Second was opened. Where the second stapler was used, wound dehiscence occurred. Areas for stapler 1 vs stapler 2 were identified as different sites of use. Product was used by surgeon who is very familiar with product and has used many times. No technique differences occurred. Claimed device used in surgery and discarded prior to reported complication. Reference: (B)(4).